Manufacturer narrative:
The device was inspected by dräger in follow-up of the event. The log file entries indicated that the auxiliary vacuum pressure fell below the limit for safe operation and that the current consumption of the motor was increased. Disassembly of the ventilator unit revealed that a piece of plastic material was inside that hindered the ventilator piston in its movement and which has dislodged or punctured the ventilator diaphragm. It could further be determined that the piece of plastic belonged to the previously installed ventilator lid which had been replaced due to mechanical damage some weeks before. Obviously, the piece fell into the ventilator during the repair ingress and remained undetected. In the discussion with the user was admitted that restrictions in the ventilator performance were already observed during previous use cycles. Dräger replaced all necessary parts - the device passed all consecutive tests and was returned to use. Dräger finally concludes that the device responded as designed upon the particular error condition. The auxiliary vacuum pressure is required to keep the piston diaphragm in place during ventilator operation to avoid wrinkling and damages, it is also needed to actuate the valves which control the ventilation cycles. A drop in or loss of the vacuum pressure leads to shut down of automatic ventilation which is accompanied by a corresponding alarm. The workstation's design allows manual ventilation by means of the built-in breathing bad including dosage of all gases even in switched-off state. Based on the specific contributing factors, the can be rated a single event.

Event description:
It was reported that a ventilator failure occurred during use of the device. It was confirmed to dräger that no patient consequences were resulting from the event. The device has no UDI as an UDI was not required at the time the device was manufactured.